Event description:
New information received notes that during a scheduled follow-up visit, several noise episodes were observed. The impedance was still high and out of range, and the capture threshold had increased further. The patient was scheduled for another follow-up and will be monitored.

Event description:
It was reported that during a follow up, increased capture threshold and pacing lead impedance were observed. Decreased sensing was also noted. The patient will be monitored. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.